Event description:
The customer reported being hospitalized for reason unrelated to diabetes. The blood glucose reading at time of call was 367mg/dl. The customer stated that he sees an open circle. Found that the customer was on running patterns. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.